Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to stress or handling or other factors. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the information supplied by the customer. Please refer to the following sections for the new information: b3 - event date. B5 - event description.

Event description:
The issue was found after an unknown procedure.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the up/down knob could not be locked securely due to wear of the forceps elevator lever, the air/water cylinder were discolored, the suction cylinder was discolored, the scope body was cracked, watertightness was lost due to deformation of the electrical connector guide pin, the sheet holder unit was corroded due to water leakage, the charged coupled device cable was shortened, water tightness was lost due to a pinhole on the channel tube, there was a gap between the acoustic lens and the ultrasound probe, the adhesive around the objective lens was cracked, the light guide lens was cracked, the connecting tube had the coating peeling, the connecting tube was scratched, the bending angle in the up direction was out of standard, and the bending tube was damaged. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis exera ii ultrasound gastrovideoscope had leakage. Inspection and testing of the returned device found a gap of adhesive on the distal end that allowed a stain to enter inside the lens and a gap between the acoustic lens and the ultrasound probe. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.